Event description:
Thoratec® heartmate 3¿ left ventricular assist device (lavd) sealed outflow graft with bend relief was implanted on 2020 (ref # (B)(4) lot # 7114796). The outflow graft formed an obstruction causing the patient to be hospitalized on 2021 until received a heart transplant. The patient was upgraded on the united network for organ sharing (unos) list due to device malfunction and severe ai. The malfunctioning of the device was confirmed with the computer tomography angiography (cta) which provided the below information: proximal outflow cannula does contain mural thrombus that measures up to 5 mm thick. Luminal diameter of the cannula measures 18 mm. (28% stenosis).